Manufacturer narrative:
Gore® excluder® aaa endoprosthesis- (B)(4). Gore® excluder® conformable aaa endoprosthesis with active control system - (B)(4). Gore® dryseal flex introducer sheath - (B)(4). Gore® molding & occlusion balloon - (B)(4). Device remains implanted in patient. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2022, a patient presenting with an abdominal aortic aneurysm was treated with a gore® excluder® conformable aaa endoprosthesis with active control system. The patient was treated intraoperatively with endostaples due to neck angulation. The patient subsequently presented with a dissection above the renal arteries. The physician believes the dissection was caused by the endostapling. The dissection was not adjacent to the implanted gore® devices. The patient is presently asymptomatic.

Manufacturer narrative:
Medwatch #3007284313-2022-02084 was sent in error. After an evaluation of the complaint, it was determined that endostaples contributed to the reported dissection. No device involvement has been alleged. We have determined that this complaint is no longer reportable.